Event description:
On (B)(6) 2010, pt reported the infusion device piston rod blocked during retraction. No alerts or errors were received. There were no unusual noises or grinding, and the cartridge plunger was not stuck on the piston rod. Attempted to retract piston rod during troubleshooting call. The piston rod would not fully retract and the insulin device display read 315 units. There was no damage to the piston rod, and piston rod was not cracked or loose. Pt switched to insulin injections as backup therapy. Infusion device was replaced and requested for evaluation. Battery and battery cover were also requested for evaluation. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.